Event description:
It was reported by the customer that the device's charge button was broken, not allowing the device to deliver therapy. There was no pt use associated with the reported failure.

Manufacturer narrative:
Physio-control provided customer with the part number for a replacement charge button for the paddles assembly. The device was not returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.